Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and patient's radiographs. Review of op-notes of initial surgery noted that surgeon has used two 18 gauge cerclage wires through the tendon-bone junction along with the shoulder implants and # 2 fiber wire. No complications or deviations noted during the procedure. Review of follow-up notes identified the patient having insidious onset of the right-sided shoulder pain. X-ray review it was confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening. Also mentioned that the likelihood of these symptoms was due to irritation of the wire that broke. Review of revision procedure op-notes noted the cerclage wires were removed. Attempted to locate the small cerclage wire fragment that was on images, but unable to locate it, hence the fragment was left in the patient's body to avoid further exploration of the muscles and the surrounding tissues. No other complications noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant and an updated investigation will be sent on the linked complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Explant date - unknown date; (B)(6) 2017. Concomitant medical product: modular humeral stem, catalog#: 00430001313, lot#: 62052450, pegged glenoid component, catalog#: 00430008700, lot#: 61626329, modular humeral head, catalog#: 00430205219, lot#: 61966672, multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2017-07915. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty that included the implantation of two cerclage wires. One of the wires subsequently fractured, causing pain and irritation, however both cerclage wires were explanted in an attempt to alleviate the patient's ongoing pain. Both cables had reportedly loosened. The removal was successful and the patient is reported to be improving. Attempts have been made and no further information is available at this time. X-ray review confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening.

Event description:
It was reported that a patient was experiencing pain due to a fractured cerclage wire. It was noted that the pain was due to the irritation of the wire that broke. Subsequently, the patient had the fractured cerclage wire removed approximately five (5) years post-implantation. The second wire was also removed, as both were reported to be loose and possibly causing irritation. The surgeon attempted to locate the small cerclage wire fragment that was on radiograph images, but was unable to locate it. The decision was made to leave the fragment versus further exploration of the muscle and surrounding tissues attempts have been made and no further information is available at this time. X-ray review confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening.

Manufacturer narrative:
Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.